Manufacturer narrative:
A ge service representative performed an on site investigation. The system board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The field engineer reported that the system would not boot. There is no report of death or serious injury associated with the event.